Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, yellow particles on shell, underweight. A microscopic analysis was performed which identified: one broken sharp on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one broken sharp on posterior assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: a.2., d.9., h.3., h.6.

Event description:
Patient reported "a dip in the right breast" and "feels diffuse pain in the area and around the nipple and armpit" mammography and ultrasound performed with findings "the image is consistent with intracapsular leakage." This is related to the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photos identified an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported "a dip in the right breast" and "feels diffuse pain in the area and around the nipple and armpit" mammography and ultrasound performed with findings "the image is consistent with intracapsular leakage." This is related to the right side. Device has been explanted.